Event description:
Letter hospital states the tip of the device was found broken inside the patient's joint space. The patient had undergone acl reconstruction in 2004. A second surgery was required to remove the broken tip of the implant. It is unknown if the patient was fully heated at that time. Also reference ca37188a & ca37189a for additional two events reported by the same hospital.